Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a constant tone and a keypad anomaly. The customer¿s blood glucose was 101 mg/dl at the time of incident. Customer stated that the insulin pump continued to received constant tone even after insulin pump rest and battery has been changed. Customer also reported that the insulin pump buttons were unresponsive. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. In addition, we were unable to verify audio, vibrate anomaly, missing segment and partial display anomaly due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot and cracked battery tube threads.